Manufacturer narrative:
H6: investigation summary : scope of issue: the scope of issue is only limited to facslyric 2l4c instrument, part # 651164, serial # (B)(6). Problem statement: customer reported a complaint of a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 31aug2020 to 31aug2021. Complaint trend: there are 8 complaints related to waste liquid dripping from the sit; date range from 31aug2020 to 31aug2021. Manufacturing device history record (DHR) review: DHR part # 651164 serial # (B)(6), file #651164-651164-r651164000081-106958728-20, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a blockage in the v8 valve waste line. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. Blockage of this tube can commonly cause weakened aspiration of the sit and lead to dripping. The tsr (technical service representative) assisting the customer during a phone consultation helped the customer identify the issue and remove the v8 hose. The customer was then able to reinsert the hose and they confirmed that the instrument was functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, while the leakage was in the form of a spray, the pressure of the spray was not to a degree to significantly increase the risk of exposure. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blocked pinch valves, and instructions can be found in chapter 13 of the bd facslyric¿ clinical system instructions for use (#23-19938-02 rev. 1/vers. A). The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 17nov2020. Defective part number: n/a. Work order notes: subject / reported: 651164 - facslyric 2l4c instrument - drops from the sip. Problem description: the customer reported that the sip was dripping. Work performed: v8 hose removed from the valve and reinserted correctly - device runs again, problem has been rectified. Cause: blockage in the v8 hose. Solution: v8 hose removed from the valve and reinserted correctly - device runs again, problem has been rectified. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes. No. Tfs ID: (B)(4). ID: libivd-ra-61 2.1.6. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample).. Risk control: sit design to capture back drops. Provide instruction for universal precautions. Reg link (tfs ID): 93132 libivd-did-262 sample preservation during pause. Implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir. Effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Tfs ID: (B)(4). ID: libivd-ra-247 3.1.25. Reg status: ivd; ruo. Hazard: instrument temporarily inoperable. Source: sit fmea. Cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. Harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. Risk control: proper service loops for peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol. Reg link (tfs ID): n/a. Implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. Libivd-se-15-72p. Effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. Libivd-se-15-72f. Probability: 2. Severity: 2. Risk index: 4. Residual risk evaluation: a . New hazards: none. Mitigation(s) sufficient ? Yes. No. Cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a blockage in the v8 valve tubing. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a blockage in the v8 valve tubing. The fse confirmed the issue, removed the waste hose, and reinserted it back into the v8 valve. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to the customer health or safety.

Event description:
It was reported that facslyric 2l4c instrument leaked. The following information was provided by the initial reporter: -was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. -was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.): not contained. -was there spray of liquid? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4): yes, facsflow potentially mixed with sample residues. -what was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): biohazard. -did biohazard leak before or after waste line? (If before waste line or unknown, go to question #7. If after waste line, go to question #6): after waste line. -was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.): no. -was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no. The customer reported that the sip was dripping.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that facslyric 2l4c instrument leaked. The following information was provided by the initial reporter: was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.): not contained. Was there spray of liquid? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4): yes, facsflow potentially mixed with sample residues. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): biohazard. Did biohazard leak before or after waste line? (If before waste line or unknown, go to question #7. If after waste line, go to question #6): after waste line. Was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.): no. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no. The customer reported that the sip was dripping.